Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified within the latest instance of the preventive maintenance two months prior to the treatment day and showed no abnormalities that could have contributed to the reported event. Additionally, the treatment of the left eye was performed without issues, excluding a systematic problem. Logfile review for the day of event shows all laser system functions were within specifications. The system successfully passed all initialization steps. The user performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment for the right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Update received from local clinical application specialist stated that the patient visited the clinic for follow up and had commented that she is actually really happy now with her vision. As per clinical application specialist the complaint can be closed as there is no problem anymore. The reported event of post-operative refraction could be due to the fact that the healing process was not completed, and post-operative refractions are not reliable immediately after surgery. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an unexpected refractive outcome of post operative results with one diopter sphere equivalent in the right eye of a patient, after surgery.